Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) failed. A field service engineer (fse) arrived at the station. Customer logged in and successfully completed inventory from the refrigerator. No failures were observed during this time. Then, the fse removed the side panel on the smart remote manager (srm). The station was powered down, and the harness was disconnected. All connections were tightened, and the micro switch contacts were cleaned. The harness was then reconnected, the side panel reinstalled, and the station was powered back on to resolve the issue. The customer tested the smart remote manager (srm), performed an inventory operation, and confirmed its functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es smart remote manager failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.